Event description:
Caller reports patient indicated implant has been dead, unknown timeframe. Caller is a MRI tech. Reviewed MRI guideline and eligibility report. Caller states the pt cannot put implant into MRI mode today because the implant is 'dead'. Troubleshooting reviewed pt needs to charge their ins to have MRI mode ability. Additional information received from the consumer reported that the cause of the dead battery was its age and the time between charges. No steps were taken to resolve the issue. The patient noted they were going to have surgery to replace the battery at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative and hcp regarding an implantable neurostimulator (ins). The reason for call was caller reported the pt's implant was "dead" and the issue began 4 or 5 years ago. Caller stated the pt was not able to put their device into MRI mode because the battery was "dead". The caller was redirected to recommended hcp to call mdt for information. Caller also noted they were aware that the implant needed to be replaced but they were not eligible because the pt had a stent. An hcp later reported the pt is needing MRI of pelvic region. Caller reports pt's ins battery is dead. Caller noted she say the pt in office recently and knows that the ins battery has not been charged for a long time, definitely over a month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the ins being dead is that it no longer is taking a charge.